Event description:
A laparoscopy was performed on a pt. Adhesiolysis was performed and gynecare intergel injected. 24-36 hrs post op an increase in creatinine level was noticed. In addition pt produced ascitic fluid. Approximately 4.5 l of ascitic fluid was removed from the body. Pt in good condition, no further production of ascitic fluid, creatinine back to normal.